Event description:
It was reported a catheter shaft break occurred. The target lesion was located in the distal hepatic artery of the liver. A direxion was utilized to deliver chemoembolization therapy with lipiodol. The physician was going to reload the wire and reposition the catheter to treat a different vessel when resistance was encountered and it was observed that the catheter coiled on itself. The physician pulled the catheter out of the patient and tried to unwind it carefully by hand. In doing so, the nitinol fractured about mid-catheter. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Date of birth: 1930. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).